Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop(B)(4) since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate this unit. The stm stated that this iabp is part of an off-label walking program where the battery is discharged and charged every day making the batteries fail before specifications. The stm replaced batteries due to short run time. The stm then performed functional testing and safety check to factory specifications. The unit passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) presented batteries issue. There was no patient harm and no adverse event was reported.